Event description:
It was reported that pt has a recalled stem in place. In 2009, info was received that the surgeon chose to revise the stem. Revision took place one week ago.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.